Event description:
This report is being filed as an adverse event, solely to comply with the FDA's blood loss policy. It was reported to nxstage that a blood loss had occurred during a previous routine hemodialysis treatment. During treatment, the cycler displayed arterial pressure alarms, which the operator could not resolve. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to treatment terminated without rinseback. The cause of the arterial pressure alarms has been attributed to inadequate vascular access flow at the commanded blood flow. Nxstage reviewed the event with the facility. It was reported that the blood flow rate was increased by the operator in an attempt to decrease treatment time, which resulted in arterial pressure alarms. The cycler alarmed appropriately. There is no evidence of a device malfunction. The facility has reviewed manual rinseback procedures with the operator. The user's guide provides adequate instructions for troubleshooting pressure alarms and for manual rinseback. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.